Manufacturer narrative:
Corrected information: device available for evaluation, device returned to the manufacturer. Additional narrative: a review of the complaint history, device history, trends, and quality controls were completed, and visual inspection of the returned device was conducted during the investigation. There is no evidence to suggest the product was not made to specifications. Review of device history record shows 7 nonconformances for this lot number (inadequate glue, wrinkled seal, product contacted uncontrolled surface, and insufficient solder), some of which may be related to the reported failure . There were no other reported complaints for this lot number. The device is shipped with an instruction for use (IFU) that describes the intended use. A visual examination of the device noted that the support sheath and the basket sheath were detached. Based on the provided information a definitive root cause cannot be established or reported at this time. We will continue to monitor for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported by the user facility that the attending physician made a rigid ureteroscopy procedure using an nforce nitinol helical stone extractor. The information was not provided on how the extractor n gage broke, however there were no unintended sections of the device that remained inside of the patient¿s body, nor did the patient experience any adverse effects due to this occurrence. No further information was provided.